Manufacturer narrative:
It was discovered on (B)(6) 2020, after further review of information provided. Patient had an explantation on an unknown date per response in mw5094751. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5094751. It was reported that a female patient who underwent breast surgery with two 425cc mentor smooth round moderate profile saline breast implants experienced chronic fatigue to severe chronic fatigue, extreme night sweat, brain fog, forgetfulness, nausea, headaches, body aches, swelling of breast, tenderness, flu, sickness, trouble swallowing and other unspecified breast implant illness post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for product b.